Event description:
At the start of treatment during prime mode the nurse noticed the blood pump segment was split in the blood pump area and there was blood dripping from the blood pump segment. She stopped the blood pump and replaced the blood pump rotor, the blood tubing and dialyzer. Treatment was restarted and completed without further incident. Blood loss was estimated at 300ml. Patient suffered no additional ill effects and required no medical intervention.